Manufacturer narrative:
H3: product analysis: product ID# 4986055; lot # h5524265 visual and optical inspection did not reveal any damage to the threads of the spacer that would prevent the attachment process. Functional check with a sample inserter confirmed the implant was able to thread and unthread without any issue. The implant functions as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4/5 olif: o ne-time pps posterior fixation. It was reported that starting from olif, oarm navigation is turned to check the pointer report, approached the system without any problems, and moved it to a good position with the developer device and started the l3/ 4 and the olif. There were no problems with the disc, so a trial was inserted. The screw on the holder did not engage. The direction was checked again and tried, but it did not engage at all. Only the inner cylinder of the holder was took out and tried to insert the screw into the screw hole of the cage, but it was confirmed that it could not be inserted at all. At that point, it immediately gave up on the cage and a new product of the same size was prepared. When the bone was replaced and attached to the holder, it was fitted without any problems. Insertion was performed without any problems and the olif was completed. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.